Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched. The fse verified and replaced the broken grey connector. The software attributes have been verified and confirmed. The covers of the oer-pro were not removed as an electrical safety check was not required. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken grey connector on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.